Manufacturer narrative:
It was later reported that the artifacts occurred during a spinal fusion case. There was no delay to the case, the site continued with the poor images and there was no patient impact. A successful system checkout was performed and no artifact issues were reported.

Event description:
A site representative emailed a picture of a scan showing an image artifact. No other information was received.